Event description:
It was reported that they were getting image processing errors, causing the patient to be re-exposed. It was determined that the graphics card and the grid assembly be replaced. Once these were replaced, the system is working as intended.